Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated that they were able to clear the alarm. Customer stated that they did not receive request to rewind pump. Customer stated that self test passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.